Event description:
This valve was explanted two days following implant due to thrombus formation. The surgeon had no complaints about the performance of the valve. Another sjm valve was implanted following this explant.

Manufacturer narrative:
Result of investigation: the valve was not returned to st. Jude medical heart valve division for analysis. The valve's device history record was examined to ensure that each manufacturing and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the manufacturing and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: as previously mentioned, the info reviewed from the valve's device history record indicated the valve complied with st. Jude specifications at the time of MFR. Results of this investigation are inconclusive due to the fact the valve was not retruned for analysis, nor was any additional info received which may have aided in this evaluation. The cause of thrombus formation remains unknown.